Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector assembly was broken. It was also indicated that four case screws were contaminated. Broken and contaminated parts were replaced. The epg was re-calibrated and passed final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's (epg) ventricular connector port was broken. The epg was returned for service. The epg tested out of specification during manufacturer's analysis. There was no patient involvement.